Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low potassium (k) result that was generated by the unicel dxc 600i synchron access clinical systems for one pt. A pt sample was tested for k and a result of 2.4mmol/l was obtained. The result was reported out of the lab and it was questioned by the physician. The original sample was re-tested and repeated k result was 4.0mmol/l. An amended report was issued. Pt treatment was not affected in connection with this event.

Manufacturer narrative:
Prior to the event, qc recovered within the lab's established ranges. A field service engineer (fse) was not requested for this event. Based on available info, this was a sample specific issue; however, no details were supplied. No additional info regarding this event is available. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B)(4).